Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one day post-operatively on an exploratory laparoscopy surgery, the patient had fistula. The patient was re-operated to resolve the issue.